Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a myomectomy intrauterine hysteroscopy, the device was functioning very well. After approximately an hour, the incisor blade stopped and did not move and it was stuck. The surgical time was extended for thirty minutes or more due to the product. There was no patient injury.